Event description:
It was reported that during treatment with one unit of prismaflex hf1000, the arterial luer connector was observed to be cracked and a blood leak occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to d9 h3, h6 and h10. The device was received for evaluation. Visual inspection of the device showed the luer connector of the access line was broken. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.